Manufacturer narrative:
Insulin pump received with detached or missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached or missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.